Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained when processing two samples drawn from two different patients processed using vitros troponin I es (tropi es) reagent in combination with a vitros eciq immunodiagnostic system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and are reportable. The most likely cause of the events is an instrument issue due to incubator contamination. Two different field engineers (fe) found contamination of the incubator and contained subsystems during two separate visits to the site. Service actions were completed by both fes which included cleaning all internal incubator components and performing necessary adjustments. The first fe had also replaced the shuttle body and well weight components due to heavy contamination. Vitros tropi es within run precision testing performed by the second fe before service on the vitros eciq immunodiagnostic system was not within acceptable guidelines, suggesting that the instrument was not performing as expected. However, vitros tropi es within run precision testing performed by the fe post service on the vitros eciq immunodiagnostic system was within acceptable guidelines, suggesting that the instrument had been returned to expected performance. Based on historical quality control results a vitros tropi es lot 3251 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3251. However, some reagent performance inaccuracy was found within the qc data. This could have been due to the contamination that was found within the incubator during service. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3251 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Based on historical quality control results a vitros tropi es lot 3270 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3270. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3251 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor to the events. The customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to these events. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The non-reproducible, higher than expected vitros tropi es result obtained when processing the sample from patient 1 was reported from the laboratory. However, no treatment was initiated, altered or stopped based on this result. A corrected report was issued after the confirmation of the repeat result. The non-reproducible, higher than expected vitros tropi es result obtained when processing the sample from patient 2 was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of these events.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results when processing two samples drawn from two different patients processed using vitros troponin I es (tropi es) reagent in combination with a vitros eciq immunodiagnostic system. Event 1 on (B)(6) 2019 using reagent lot 3251: patient sample 1 result of 0.509 ng/ml vs. The expected result of <0.012 ng/ml. Event 2 on (B)(6) 2019 using reagent lot 3270: patient sample 2 result of 0.447 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result from patient sample 1 was reported from the laboratory. However, no treatment was initiated, altered or stopped based on this result. A corrected report was issued after the confirmation of the repeat result. The non-reproducible, higher than expected vitros tropi es result from patient sample 2 was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).